Manufacturer narrative:
(B)(4). The information related to product code has been updated and provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Iinformation received by medtronic indicated that the insulin pump delivers too aggressive boluses that lowers customer's blood glucose too much. The customer had hypo threshold around 90 mg/dl. The customer reported that the piston test was ok. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis